Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported stimulation increased the patient's leg/foot numbness. It was also reported the patient was experiencing falls more often. An sjm representative was unable to resolve the issue with reprogramming. As a result, the scs system was explanted.